Event description:
It was reported that: "as surgeon was impacting broach handle, impacting platform broke off handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.